Manufacturer narrative:
(B)(4). Date sent: 12/12/2024. D4: batch # unk. Investigation summary: according to the information received the pve35a device reported would not reverse knife automatic and partial fire. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and one reload was received along with the device. The reload was received partially fired 1/10 and body fluids were observed on the reload. In addition, packaging materials were not returned. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, nicks knife was noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event reported of partial fire was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. The event described for would not reverse knife automatic could not be confirmed as the knife reverse button worked properly during testing and the device performed without any difficulties noted, once the device completed the firing sequence the knife returned home as intended. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be received, a supplemental report will be submitted. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown respiratory surgery, the device was locked out at the firing during the blood vessel processing. The cartridge sleds were slightly moved forward. The manual override lever was used to return the knife. The cartridge color was white. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. No further information is available.